Event description:
A (B)(6) customer stated she was tired and felt sick, so tested her blood glucose on the contour next link and received a reading of 2.0mmol/l she did not seek medical attention. The customer was advised to return the bottle of strips for evaluation. The meter and strips were replaced.